Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd¿ luer-lok syringe 60 ml the customer reported the syringe is leaking. There was no report of injury or medical intervention

Manufacturer narrative:
Investigation: no sample was given to confirm. No samples/photos were returned to the columbus plant for evaluation therefore failure mode could not be confirmed. It can be noted that leakage past the ribs of the stopper can be caused by small variations in barrel inner diameter (ID), stopper outer diameter (od), & plunger rod od. Leakage can also be caused during use of syringe. When the plunger rod is pulled further out of the syringe barrel, more leverage can be applied to the plunger rod leading to greater forces on the stopper inside the syringe barrel causing it to leak. Therefore, care must be taken when the plunger rod is extended during application of the syringe. Leakage past the 1st rib of the stopper but no past the 2nd rib is not considered a defect. DHR: 7108502 was produced on 860#2 6/4/17 at bulk process there were 4 inspections on 200 parts with zero defects found. At print/assy there were 4 inspections on 200 parts with zero defects found. No qn in DHR. Investigation: no sample was given to confirm. Bd was unable to perform a thorough investigation as no sample was provided . DHR was completed and no issues were found.